Manufacturer narrative:
The product was returned and is pending evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose and insulin history is as follows: (B)(6). The pod was removed and she noticed the cannula was out of the skin. The pod was not sticking well to the skin. The pod was worn between 24 and 36 hours on the arm. (B)(6).

Manufacturer narrative:
The returned product was evaluated and found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to the pod's failure to adhere. Although the investigation found no evidence of any damage, the reported event could not be determined.